Event description:
Reporter noted corneal burn immediately upon entering eye. Changed handpiece and tip. Began again and observed another slight burn. Converted to "ecce" to complete procedure. No effective phacoemulsification of lens observed.